Event description:
It was reported that during an "emr" procedure, the plug of a rotatable snare oval 20mm detached from the handle. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "good".